Manufacturer narrative:
Investigation summary: photo evaluation: 4 photos were returned for evaluation. No abnormality was observed on syringe and the packaging. Photo samples were observed color change in graphic printing. Based on the DHR reviewed there were no abnormality during production run. A review of past year syringe process and there was no change in material used in syringe. The team had engaged r&d on color change in top web graphic complaint. Toxicology test was performed and meet the acceptance criteria. The affected batch 9171740 passed the biological indicator sterility test result (bi) acceptance criteria before released. Hence, root cause could not be determined.

Event description:
It has been reported that the bd¿ plastipak syringe luer lock has been found experiencing 105 occurrences of discolored packaging before use. The following has been provided by the initial reporter: ink discoloured - red.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ plastipak syringe luer lock has been found experiencing 105 occurrences of discolored packaging before use. The following has been provided by the initial reporter: ink discoloured red.